Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The battery was returned to the manufacturer. Functional testing found that the component would no longer hold a charge and was malfunctioning.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was no longer holding a charge. Site confirmed that system had been plugged in overnight. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: the initial reporter was received.